Event description:
I had surgery on my legs because of blockages. I (B)(6) , I had a stent implanted on left leg. I am scheduled to have it redone in (B)(6). In (B)(6), I have a stent implanted in the right leg. I had it redone in (B)(6).